Event description:
I was implanted with the essure device. Immediately thereafter, I experienced very painful and aggressive menstrual cycles which caused anemia. Thirteen years of severe and painful bleeding. Constipation and pelvic pain. Joint pain, back pain, very foggy short-term memory, painful abdominal bloat.